Manufacturer narrative:
Device eval summary - device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery changer/modem was unable to recharge a battery pack. The cause for the failure was isolated to a shorted q4 transistor on the bedside board. The root cause for the shorted q4 component could not be positively identified. No adverse event resulted from the shorted q4 transistor. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) old male pt called zoll customer support to report that his battery charger was displaying "battery charger problem". The pt was issued a replacement battery charger/modem.